Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was complaining of dizziness. Recorded strips showed dropped beats. The implantable pulse generator (ipg) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.